Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was having sensor issues. Customer states the sensor had inaccurate readings that triggered threshold suspend. Sensor glucose and blood glucose value has a difference of 209 points. No harm requiring medical intervention was reported. No product is expected to return for analysis.